Event description:
It was reported that during a rotational atherectomy treatment procedure, a perforation and death occurred. Vascular access was gained via the right femoral artery. The >70% stenosed, approximately 28mm long x 3.0mm in relative diameter lesion was located in the mildly tortuous, heavily calcified left anterior descending artery (lad). A non-bsc guide wire was advanced and exchanged to a floppy rotawire guide wire through a non-bsc balloon catheter. Following platforming of the rota system at a speed of approximately 180,000 rpms, the 1.25mm rotalink burr was advanced and ablation was run at approximately 160,000 rpms. There was a momentary drop to 91,000 rpms and the physician noted resistance however believed that the burr had crossed the lesion successfully. The physician performed angiography and noted a significant perforation of the mid lad. A 2.5x20mm non-bsc balloon was placed across the perforation and inflated to 12 atms for 19 minutes. The balloon was deflated, a repeat angiography was performed and the perforation was still present. A 2.5x12mm balloon was then inflated to 10 atms for 3 minutes however the patient began to crash. An intra-aortic balloon pump was inserted and additional balloon inflation was performed with a 2.0x8mm apex balloon for at 11 atms for 3 minutes, angiography noted perforation, 2.0x8mm apex recrossed and inflated to 13 atms for 12 minutes, repeat angiography still noting a perforation, and additional balloon inflation with a 2.0x8mm balloon at 12 atms for 24 minutes was performed with the perforation still noted. The patient went into ventricular tachycardia, code blue and expired 23 minutes later. In the opinion of the physician, the cause of death was suspected to be acute myocardial infarction/tamponade.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).